Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('essure metal allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 months. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), neuropathy peripheral ("neuropathy"), radiculopathy ("radiculopathy"), chronic fatigue syndrome ("chronic fatigue syndrome"), intervertebral disc degeneration ("degenerative disc disease"), temporomandibular joint syndrome ("tmj") and amnesia ("memory loss"). The patient was treated with surgery (tah stat). Essure was removed. At the time of the report, the allergy to metals, fibromyalgia, neuropathy peripheral, radiculopathy, chronic fatigue syndrome, intervertebral disc degeneration, temporomandibular joint syndrome and amnesia outcome was unknown. The reporter considered allergy to metals, amnesia, chronic fatigue syndrome, fibromyalgia, intervertebral disc degeneration, neuropathy peripheral, radiculopathy and temporomandibular joint syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('essure metal allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. The duration of use was 3 months. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), neuropathy peripheral ("neuropathy"), radiculopathy ("radiculopathy"), chronic fatigue syndrome ("chronic fatigue syndrome"), intervertebral disc degeneration ("degenerative disc disease"), temporomandibular joint syndrome ("tmj") and amnesia ("memory loss"). The patient was treated with surgery (tah stat). Essure was removed. At the time of the report, the allergy to metals, fibromyalgia, neuropathy peripheral, radiculopathy, chronic fatigue syndrome, intervertebral disc degeneration, temporomandibular joint syndrome and amnesia outcome was unknown. The reporter considered allergy to metals, amnesia, chronic fatigue syndrome, fibromyalgia, intervertebral disc degeneration, neuropathy peripheral, radiculopathy and temporomandibular joint syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.